Event description:
It was reported to st. Jude medical that the ICD displayed a long charge time. The pt experienced an episode of ventricular fibrillation and became syncopal before a shock could be delivered. The pt fell to the floor, converted on their own, and the pending therapy was aborted. The device will be explanted.